Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in two pieces. Failure event observed during analysis. Final analysis found an external insulation abrasion exposing the outer coil caused by friction to another device or heart noted at 3.8 cm to 4.9 cm and 10.6 cm to 11.7 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.